Event description:
During a permanent implant procedure, the pt experienced complications from the anesthesia. The surgeon decided to abort the procedure.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for eval.